Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the leads migrated which was confirmed with imaging. The patient underwent a lead repositioning procedure. All went well with surgery and programming after surgery also went well. Nothing was added, replaced, removed.